Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the door and unit to be operating according to specifications. There is a door stopper on the facility wall behind the door at the same level as the door holder. The user is right-handed. If the door is opened too quickly and strikes the door stopper, it could bounce back and hit the user's left arm. User facility personnel were counseled on the proper use of the reliance 1227 cart and utensil washer/disinfector, specifically for operation of the door. No additional issues have been reported.

Event description:
The user facility reported that an employee's arm was bruised from closing a reliance 1227 cart and utensil washer door while unloading a second cart. No medical treatment was sought.